Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 insulation came off jaws. New device was used to complete the case. No delay. No harm.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h10. The device was returned to the factory for evaluation on 02/19/2024. An investigation was conducted on 02/26/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The heater wire was observed to be flexed away from the hot jaw, with detachment at the tip of the hot jaw. The clear silicone insulation on the hot jaw was observed to be peeled back, exposing the metal hot jaw. The clear silicone insulation on the cold jaw was observed to be intact with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed, as well as the analyzed failure "material twisted/ bent wire" was observed. The lot # 3000364938 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a